Event description:
As an 18-yr-old first yr 3rd level student, I was admitted to a psychiatric hospital while still suffering from memory loss and confusion due a sexual assault the night before. Coerced into signing myself in, my status remained voluntary throughout (though I recall at least one attempt to escape/ sign myself out). Immediately after admission, I was subjected to "modified narcosis" (including, also, an unlicensed drug sodium amytal) and a week later, commenced on intensive, page-russell method electroconvulsive therapy (ect), starting with one shock the first day, working up to 21 shocks. A total of approx. 33-34 sessions were done to me, some consisting of bilateral ect up on up to 3 consecutive days. The sessions were divided into 4 courses and nurses notes indicate 5-6 sessions not listed in hospital records. It is virtually impossible to estimate accurately exactly how many shocks were administered, all in combination with increasing levels of largactil (up to 200mg x 4 times a day) and imipramine (up to max hospital levels) I was discharged on (B)(6). (B)(6) 1977 - a virtual vegetable, unable to think, feel or engage in conversation. I had no words with which to converse or to describe what they did to me. All without my consent and most of it without my knowledge. At the discharge meeting, my doctors flatly refused to answer my most basic questions: why did they do that to me? I was told I would never be able to study to exam standard; I was told I have a "very poor mechanism (he used the word mechanism) for coping with stress. And refused to answer my last question "is that why you gave me all that ect??" My doctors then proceeded to ignore me as if I no longer existed. They cast me on the human scrapheap. My menstruation stopped for 18 months and my ability to talk/ laugh came back, slowly, over a 2-yr-timeframe. Parts of me never came back. I remain severely traumatized, blacklisted by medical consultants and general practitioner (gp) practices, I rely on my wonderful husband for everything. Director of public prosecutions (dpp) refused to prosecute the hospital/ doctors in 2007. I never found a solicitor to help bring a civil case. An magnetic resonance imaging (MRI) showed atrophy of right temporal lobe. I have ultradian rapid cycling moods, severe anxiety and post-traumatic stress disorder (ptsd). I no longer attend psychiatrists. I am terrified of them. They destroyed my mental and physical health. I am telling the truth.